Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the tip of the rotawire broke off and remained inside patient's body. A rotablator burr and a 330cm rotawire tm and wireclip tm torquer were selected to treat the target lesion. During procedure, inside the patient, it was noted that the tip of the rotawire broke off. The physician used a stent to tack the wire up in place so it doesn't move. The procedure was completed with a different device. No patient complications were reported and patients' condition was fine.